Manufacturer narrative:
Other applicable components are: product ID: 39565-30, serial#:(B)(4), implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator for spinal pain. It was reported that the patient made and appointment due to feeling on/off numbness in their legs from a car accident three weeks prior. The rep checked impedances and it was discovered that electrodes 6 and 15 were out of range (oor). Electrode 6 was being used in the program the patient was in, so the rep programmed a new program to avoid that electrode. The patient still reported good paresthesia from the waist to the feet and they felt that this condition had nothing to do with the stimulator. It was unknown if surgical intervention was planned and there were no further complications reported or anticipated. 2019-may-29 e1 (rep): additional information was received from a manufacturer representative (rep) on 2019-may-29. It was reported that it was unclear if the impedances were out before the car accident. The rep also reported that the patient felt numbness/pain were due to the accident and not the stimulator. Lastly, it was noted that the doctor had not made a decision yet. There were no further complications reported or anticipated.